Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported mitral regurgitation was a cascading event of the slda. The reported dyspnea appears to be cascading effects of the recurrent mr. The reported air embolism could not be determined. Dyspnea, air embolism, and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical interventions were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the steerable guide catheter (sgc), while attaching the stopcock, the flush port was inadvertently damaged. Therefore, the device was not used and was replaced. An xtw clip was then inserted into the anatomy. However, the patient's blood pressure decreased and CPR was performed. In the physician's opinion, the drop in blood pressure was caused by an air embolism. The clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. On the following day, imaging showed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3. Additional information: it was reported that on 13 march 2026, an additional mitraclip procedure was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the steerable guide catheter (sgc), while attaching the stopcock, the flush port was inadvertently damaged. Therefore, the device was not used and was replaced. An xtw clip was then inserted into the anatomy. However, the patient's blood pressure decreased and CPR was performed. In the physician's opinion, the drop in blood pressure was caused by an air embolism. The clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. On the following day, imaging showed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the steerable guide catheter (sgc), while attaching the stopcock, the flush port was inadvertently damaged. Therefore, the device was not used and was replaced. An xtw clip was then inserted into the anatomy. However, the patient's blood pressure decreased and CPR was performed. In the physician's opinion, the drop in blood pressure was caused by an air embolism. The clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. On the following day, imaging showed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported mitral regurgitation was a cascading event of the slda. The reported dyspnea appears to be cascading effects of the recurrent mr. The reported air embolism could not be determined. Dyspnea, air embolism, and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.